Manufacturer narrative:
The customer reported breaking off at the tconnector, and returned 5 samples all of material mzxt9001. In all 5 cases, the samples verified the failure, and the male luer spin collar had separated off the luer post. There were 3 samples of lot 24039349, and 2 samples of lot 24109393. The manufacturing site found the root cause for the t-connector coming apart easily is the lip on the male luer. This 'lip' that retains the luer collar was found to be out of specification. This lip was too small, allowing the collar to loosely slide off the luer. This issue has been escalated into a funded project at the manufacturing site to address and mitigate the risk of this issue recurring. This project includes a work order to replace the slide core pin for the mold m438, a quality notification to contain lots in process, and a quality alert to communicate to personnel the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxzero multi fuse extension set with needleless connector disconnects. The following information was received by the initial reporter with the following verbatim. Reported issue: customer reported stated a piv and connected the tconnector, once I attached it and flushed and attempted to reposition it, the tconnector broke off. I had to replace it twice and occlude the piv site because it kept breaking. I could have lost the piv causing me to have to reinsert another one or the patient could have lost block if I had not occluded the site fast enough. The tconnector batch was faulty.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.